Event description:
On (B)(6) 2013, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultramini meter read inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began around noon on (B)(6) 2013. Results at that time were not specified. The patient manages her diabetes with insulin. The reporter alleged the patient increased her usual dose of short acting insulin throughout the day due to the alleged issue. Later that evening, the reporter claimed the patient felt symptoms of disoriented and dazed. Emergency medical services (ems) was reportedly contacted. When ems arrived, the reporter alleged the patient obtained a blood glucose result of "430 mg/dl" with the subject meter and "45 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. Ems administered the patient intravenous (IV) glucose as treatment. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The cca was not able to walk the patient through quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly obtained a blood glucose result suggestive of a serious injury with an ems meter and was administered medical intervention after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.